Event description:
I was tested for covid-19 in the left nostril on (B)(6) 2020. I had told the nurse that I'd had a partial turbinectomy in my right nostril area in 1983. The swab caused extreme pain in my left eye, temple, and cheek. The back of my skull felt as though I'd been struck by a 2x4. It hurt so badly there, I was unable to lie on my back for 2 days. The pain continued for 8 days, subsiding slowly over that time, with sharper pain intermittently in the left temple area, that still continues today. The residual stabbing pain feels as though something is drilling into my temple. At times just get a milder pain there, with the sensation of the drilling. These last 1-2 minutes, but occur off and on during the day. FDA safety report ID# (B)(4).